Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to corroded motor home switch. They were unable to verify the compromised force sensor system alarm due to the motor error alarms. The pump had a missing end cap sticker. The pump had a cracked case at the lcd window corners, cracked reservoir tube and cracked battery tube threads. The pump had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 133 mg/dl at the time of the incident. The customer stated that he had been off the pump the whole day and had been using syringes to treat all day. The customer was able to rewind the pump but he received a motor error alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.